Event description:
It was reported that the patient experienced a loss of therapeutic effect following the implantation of the device. The patient stated that she "experienced a 100% improvement during the trial", but the implant did not work as well. It was noted that the patient fell, possibly on the device, but the patient could not remember details about this incident. It was further noted that the patient had her device checked by a physician. This appointment showed the device was "all within range" and no imaging was performed. The patient stated that she was switched to the next program, but that it didn't help. It was noted that the patient "indicated request of frequency." The patient also stated that she did switch to a different program the night before, and it seemed to be helping with her symptoms. The patient outcome was not provided.

Manufacturer narrative:
Product ID: 3889-28, lot# v879145, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).